Event description:
It was reported that separation occurred with a unspecified bd injector device. The following information was provided by the initial reporter, "hi all, wanted to draw your attention to a safety report. Patient was receiving cytarabine continuous at a rate of 22.7cchr--- chemotherapy was noted to be infusing at 1230pm and nurse was called to bedside at approximately 6pm where it was noted that the flush bag was dry and approx. 200 cc remaining in the bag of cytarabine. When she removed the barrel clamp---she noted that the injector and connector had become disengaged. She estimates at least 4 hours of continuous infusion cytarabine was not infused into the patient. This particular patient was newly diagnosed with apml and suffered a subarachnoid hemorrhage and was made comfort measures later that night. So the plan was to stop the chemotherapy upon the end of the infusion that day (he was day 3 of 7 of continuous cytarabine). However, loss of this drug where the goal is continuous cell death with the cont infusion is a big deal. When we first went live with phaseal in july of 2017, there were two patients who lost hours of continuous infusion cytarabine when the phaseal became disengaged. That why we now use the blue barrel clamps for all infusions to ensure this does not happen. Concerning that the barrel clamp is not preventing the problem. We did not save the bag/tubing. And the patient did not go for any tests/pull at his lines per rn. My apologies that I am just bringing this up now was off last week and am catching up on my srs. The rn was just in this am and let me know about this. I have not reached out to bd yet. Wanted to alert this group first and then bring to appropriate bd representatives. Thanks."

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: no product code, lot information, or sample available. Root cause description: no product code, lot information, or sample available.

Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a unspecified bd injector device. The following information was provided by the initial reporter, "hi all, wanted to draw your attention to a safety report. Patient was receiving cytarabine continuous at a rate of 22.7cchr--- chemotherapy was noted to be infusing at 1230pm and nurse was called to bedside at approximately 6pm where it was noted that the flush bag was dry and approx. 200 cc remaining in the bag of cytarabine. When she removed the barrel clamp---she noted that the injector and connector had become disengaged. She estimates at least 4 hours of continuous infusion cytarabine was not infused into the patient. This particular patient was newly diagnosed with apml and suffered a subarachnoid hemorrhage and was made comfort measures later that night¿ so the plan was to stop the chemotherapy upon the end of the infusion that day (he was day 3 of 7 of continuous cytarabine). However, loss of this drug where the goal is continuous cell death with the cont infusion is a big deal. When we first went live with phaseal in (B)(6) of 2017, there were two patients who lost hours of continuous infusion cytarabine when the phaseal became disengaged. That why we now use the blue barrel clamps for all infusions to ensure this does not happen. Concerning that the barrel clamp is not preventing the problem. We did not save the bag/tubing¿ and the patient did not go for any tests/pull at his lines per rn. My apologies that I am just bringing this up now¿ was off last week and am catching up on my srs¿ the rn was just in this am and let me know about this. I have not reached out to bd yet--- wanted to alert this group first and then bring to appropriate bd representatives¿ thanks---".